Manufacturer narrative:
Review of the manufacturing records indicated the device met pre-release specifications. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore by the doctor: right cia cto crossed, 8mm vbx (#18541468, bxa083901a) deployed without post-dilation. Femoro-femoral bypass graft placed (#6061060, ht064050a). Before leaving or the films were reviewed and simultaneously, the patient became hypotensive; it was noticed that on the completion aorto-iliac angiogram, there was a blush from the proximal edge of the stent. A second 8mm vbx (#18832099, bxa082801a) was placed with proximal overlap extending into the distal aorta and covering the area of extravasation. This second vbx was post-dilated with a 10x2 balloon. The next completion aorto-iliac angiogram showed no further extravasation and the hypotension resolved promptly. The patient remained stable in the operating room and was transferred to the ICU for observation. Shortly after arrival to the ICU, the patient again became hypotensive and arrested. The abdomen was noted to be distended and rigid. Resuscitation and CPR were unsuccessful and she was pronounced dead.

Manufacturer narrative:
Additional manufacturer narrative: gore® viabahn® vbx balloon expandable endoprosthesis (#18832099 bxa082801a) was implanted to treat the extravasation caused by the implantation of the first gore® viabahn® vbx balloon expandable endoprosthesis (#18541468 bxa083901a). Additional information about this event could not be obtained. As a result, no further investigation is possible.